Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49mg/dl. Low bg cause was not known. Customer had assistance from coworker who helped customer sit down and consume carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.